Event description:
It was reported that during a da vinci-assisted hysterectomy procedure the tip of the grasper of the force bipolar instrument broke off. It is unknown if the force bipolar instrument came in contact with another instrument during this procedure. The force bipolar instrument was replaced, and the procedure was completed robotically. The fragment was retrieved during the same procedure. There was no report of an injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps was analyzed and found to have a broken molded insulator on the jaw. The broken piece measures approximately 18.08mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a broken conductor wire broken inside the yaw pulley; within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Manufacturer narrative:
Correction to b5: during a robotic-assisted laparoscopic hysterectomy, the surgical conditions were challenging due to a floppy, boggy leiomyomatous and adenomyomatous uterus that was difficult to manipulate when attempting to complete colpotomy on the right lateral, right anterior aspect, prompting the team to use multiple robotic arms: the prograsp forceps instrument in arm 4, monopolar scissors in arm 3, and force bipolar instrument in arm 1. The ally uterine positioning system proved inadequate as the case progressed and was removed, after which, the secondary assisting gyn attending, manually manipulated the uterus transvaginally with the advincula delineator. Another surgeon assisted from the left upper quadrant (luq) assistant port to evacuate smoke, suction blood, and retract bowel, involving every member of the team in the process. A fragment from the distal end of the force bipolar grasper detached and fell into the patient; however, the exact mechanism causing the breakage is unclear. The surgeon stated they were not sure if the force bipolar simply clashed with the prograsp and contributed to the breakage of the end of the force bipolar or if the latter broke off with contact with the uterus; they did not recall if the ¿grip¿ function of the force bipolar was activated at that time. The team removed full piece of force bipolar instrument that broke and collected them in a biohazard bag. No additional surgical procedure or post-operative tests were performed. The surgery was completed robotically with a back-up force bipolar instrument robotically as planned with no further issues and no additional injury to the patient.

Event description:
Refer to h11 for follow-up information.